Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment and cap were undamaged and able to fit securely. The battery cap contact measurements were within specification. The pump powered up to a blank screen. The alleged ¿intermittent power¿ complaint was unable to be adequately investigated due to the blank display. The pumps cover was removed, to find moisture corrosion on the power printed circuit board and to the display circuit.